Event description:
It was reported that "at the pressing joining point the wire with the brush slipped out and stayed in the pt. They could take away that part only after a one hr operation."

Manufacturer narrative:
The actual device has not been returned for eval. We have made several attempts to gain further add'l info that went unanswered. We were recently informed that the individual that would be able to provide us with further info has been on vacation and will soon providing answers to our questions. Once the location of the device is determined, we will arrange for shipment back to conmed for formal eval of device. I will file a supplemental report once the device is rec'd and evaluated.